Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the sales rep that the sling procedure was performed but that the pt kept leaking when they did the incontinence testing. The device was removed, and it was replaced with a different type of a sling device.